Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button is intermittently unresponsive. Troubleshooting with tandem technical support was performed and the wake button was functioning as intended. Contact stated that blood glucose levels were impacted, however, was unable to provide anymore details on blood glucose levels being impacted. In addition, customer reported that the touchscreen becomes frozen at times. Touchscreen was functioning as intended when troubleshooting was performed.